Event description:
Boston scientific received information that this right atrial (ra) lead had a lead body and insulation damage. Additional information obtained that the lead was entrapped in an unknown structure in the right atrium requiring some force in removing the lead. Furthermore, upon removing the lead from the sheath, the physician voiced concern over the irregular bump which noted near the curve in the proximal portion of the lead and a small separation of the wire was observed by the physician in the same location. The physician was uncomfortable using the lead; thus opted to place a new lead. The ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough investigation was performed on the returned lead. Laboratory analysis determined that deformed or separated conductor coils were observed from the terminal pin; however, insulation damage could not be confirmed. The lead passed all other testing.